Manufacturer narrative:
It was reported to abbott that the patient was experiencing pain at the drg ipg site. The report stated that the physician removed patient's axium drg system on (B)(6) 2020. Patient was not using the system due to better pain relief with scs system and had axium ipg site pain. Entire axium system was removed. There were no complications during the procedure. Pain or discomfort at the ipg pocket site is normally associated with falls or trauma, patient anatomy and/or the location of the ipg pocket site and is not device related. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported that the patient underwent surgical intervention wherein the drg ipg was explanted.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site. In turn, the patient may undergo surgical intervention to address the issue.